Event description:
The patient was scheduled to receive srs treatment to three lesions. The frame shifted while the patient was on the table and the frame shifted. Treatment was stopped. When the frame was removed, the posterior pin was bent.

Manufacturer narrative:
Evaluation shows the aluminum pointed tip is bent to approximately a 15 degree angle. Testing has demonstrated that the supplied wrench will not apply enough force to bend the pin. User had requested calibration of torque wrench they use to tighten the screws. Integra radionics does not provide a torque wrench for the system.